Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, a new cartridge was loaded, and insulin therapy was successfully resumed.